Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier cn-(B)(4) (unknown accu-chek meter), is related to case with patient identifier cn-(B)(4) (accu-chek performa meter).

Event description:
It was reported the patient received the following results within 15 minutes: 435 mg/dl (accu-chek performa meter) and 130 mg/dl (unknown accu-chek meter).